Event description:
It was reported that the pt was hospitalized for increased rigor and unspecified baclofen withdrawal symptoms. The pump was last filled in 2008. No pump alarms were sounding and none had been indicated. When they attempted to refill the pump, they found that it was still full. The pt was in the hosp and receiving unspecified intravenous and oral baclofen withdrawal treatment. The hcp planned to replace the pump. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.